Event description:
Complainant alleged that during functional testing, the device displayed a red "x" status indicator. The customer replaced the batteries and attached new electrodes and the malfunction continued. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.